Event description:
Device malfunction: difficult to deploy/carving/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/surgery to remove. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, during advancement of the thumb advancer, resistance was felt. Add'l pressure was applied and the clip was delivered. The device could not be removed. The artery was compressed and force was used to remove the device. Upon device removal, the vessel locator remained inside the artery and a "metalic thread" was removed. An echo-doppler was performed and the artery was "all right". Hemostasis was achieved using compression massage. There were no reported adverse pt effects. Clarification requested for this event.

Manufacturer narrative:
The device is expected to be returned for eval. It has not been rec'd.